Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as #6000093-2007-01877 and 6000093-2007-01878. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. In 2007, the patient was referred for cardiac catheterization for an abnormal stress test. Prior to the catheterization, but shortly after the abnormal stress test was done, the patient's wife phoned the physician because her husband "had a fever and had a chest pain syndrome, which was similar to what he had prior to his mi". The patient was brought to the ccl. The circumflex (cx) artery "is a very ulcerated vessel", heavily calcified and 70-99% stenosis in the proximal to mid segment. Heavy calcification of the epicardial coronary arteries was apparent on fluoroscopy and, with the wire, the physician could feel the calcium and the wire scraping against the calcium. With some difficulty, and the distal and proximal lesions were both dilated. A taxus express2 3.0x16mm drug eluting stent was prepped. The physician inserted the stent, but it would not pass the proximal lesion. The physician attempted with another manufacturer's 3.0x12mm stent. Finally, the physician settled on plain balloon angioplasty with a 3.0mm balloon. The physician further noted that at the beginning of the procedure, when he entered the guide catheter and had the wire in the left main, the patient developed "striking st segment elevation" which the physician felt was due to local thrombus formation. Once the integrilin and other drips had been established, the patient seemed to get better, but with each dilatation, st segment elevation of a dramatic nature was noted demonstrating that this was a very high grade stenotic area. The patient received heparin and a double bolus of IV integrilin. The patient was started on plavix and was to continue after discharge. Approximately 3 weeks later, the patient presented with recurrent unstable angina. The proximal cx was well visualized. Haziness was noted at the previous angioplasty site, consistent with dissection and likely some thrombus. Timi grade flow was 2 to 3. The vessel is severely, diffusely diseased with heavy calcification and an approximately 90 degrees bend. The physician attempted to pass a taxus express2 3.0x16mm drug eluting stent, but was unsuccessful. Further dilation was performed with another manufacturer's 15mm balloon and two stents, of another manufacturer, were placed. One stent was placed in the mid portion of the lesion. "Unfortunately this resulted in a proximal edge dissection, which extended back to the origin of the left main." Subsequent to this, a taxus express2 3.0x8mm drug eluting stent was successfully advanced and deployed proximally. Because of concern about distal edge dissection, 2 additional stents, a taxus express2 3.0x12mm drug eluting stent and another manufacturer's 3.0x9mm stent, were placed to cover the entire proximal to mid left cx. Ivus was performed. "Great difficulty" was encountered in advancing the volcano ultrasound catheter into the cx. Distal imaging demonstrated no evidence of distal dissection. In the mid portion of the stented region there was an aneurysmal segment of the vessel, which was where the stent was not fully opposed. The proximal edge of the cx then appeared to be well apposed. There was no evidence of dissection with the left main proper. No further patient complications occurred. Aspirin and plavix were prescribed. About one week later, the patient had abrupt onset of chest discomfort requiring ntg tablets. The patient was reported to have a weak slow pulse and became very diaphoretic. An ambulance was summoned and resuscitative measures were instituted. The patient was transported to a different hospital than where the interventions were performed. On arrival, the patient was exhibiting severe pain, st segment elevation and a heart rate in the range of 40 bpm. Non sustained ventricular tachycardia had been evident and hypokalemia was being addressed. Lidocaine and heparin were administered and patient stated he had been compliant with aspirin and plavix. The patient was brought emergently to the ccl. Angiography found occlusion of the cx at the ostium with some compromise of the distal left main as well as the ostium of the lad which exhibited timi 2-3 flow. Revascularization of the cx was performed. Avoidance of stent struts was noted. Balloon dilatation was performed. A cardiac surgical consult had also been instituted and the patient reported respiratory distress. Following initial percutaneous revascularization, flow resumed and following introduction of iabp, pain reduction was evident. Test injection demonstrated residual meager flow to the cx and the physician proceeded with a 2.5x30mm balloon resulting in improved flow distally. A temporary transvenous pacer was also inserted. The patient was then brought emergently to the or and underwent off-pump coronary artery bypass grafting times three. The patient tolerated the procedure without complications and was transferred to the ICU in critical, but stable, condition. The patient's post operative course was somewhat complicated with multiple complications. One day post op the patient was able to be weaned off the iabp and transvenous pacer. The patient still required vasoactive support and continued to be ventilated and sedated due to restlessness and agitation. A tube feeding was also initiated. Two days post op the patient developed a fever and atrial fibrillation alternating with junctional rhythm and a timed sinus rhythm. His course continued to be delayed with onset of some anemia, which required an infusion of packed red blood cells. The following day a code was called when the patient developed a wide complex tachycardia. He was cardioverted to sinus rhythm and treated medically. The iabp and transvenous pacemaker were reinserted. An echocardiogram was done. He continued to have fever with a white count of 15, therefore infectious disease was consulted. The patient was evaluated for deep vein thrombosis, which was negative. Due to his complicated course, the patient underwent cortisol stim test and continued to have a low cardiac index and hypotension. The patient was extubated 15 days post op and was noted to have some right-sided weakness. Once extubated the patient had intermittent episodes of severe respiratory distress and decreased sensitivity to any type of fluid challenge. He remained npo due to some dysphagia issues. He was being followed by speech, occupational and physical therapy. The tube feeding was discontinued and he underwent CT of the had for possible stroke. Electrophysiology was consulted for possible placement of an ICD prior to discharge, but due to patient's status, it was felt it would be better to do at a later date. About three and a half weeks post op the patient was stable from a cardiac and surgical standpoint, and per the discharge summary, was ready to transfer to inpatient rehab for further rehabilitation and recovery.